Event description:
A customer contacted beckman coulter inc. (Bci) regarding waste leaking between the drain hose and sink. The customer also complained of fumes in the lab from the waste. No injury was reported. No personnel were exposed to the fluid waste.

Manufacturer narrative:
Upon call back on (B)(4) 2010, the customer said that the fumes were not coming from instrument fluid waste, fumes and bad odor was coming from an unknown chemical stored in bottle in the bottom of the sink. The customer was able to remove the chemical and resolve the issue. The customer adjusted the sink drain line appropriately.